Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high threshold measurements and high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. An invasive procedure was performed. Lead to device header connections were verified to be appropriate. The lead was surgically abandoned and replaced with another manufacturer's rv lead. The crt-d remains implanted and in service. No additional adverse patient effects were reported.